Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured on september 13, 2022- september 14, 2022. H10: the device was received for evaluation. A visual inspection with the unaided eye and with magnification was performed which noted a dark particle matter embedded in the injection port. The reported condition was verified. The cause of the condition could not be determined, however the particulate matter was most likely related to the manufacturing process. Particulate material outside the fluid path would not impact product safety nor would it pose a risk to the patient because it is not part of the fluid path leading to the patient. This issue may lead to the product being discarded by the end user which may result in a delay in therapy. After consideration for potential harms and worst-case scenarios, no adverse health consequence is reasonably expected to result from this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the additive port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during set up. There was no patient involvement. No additional information is available.